Event description:
It was reported that the insulin pump had scrolling numbers and alarmed button error during a bolus attempt. The blood glucose reading was 106 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with button error alarm due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. The insulin pump received with minor scratches on display window, cracked reservoir tube lip and missing end cap sticker.